Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the alarm level sensor was disconnected from the back of the safety monitor. The user reported the pins got stuck in the connector. The user replaced the level detection circuit board and the level sensor. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.

Event description:
The lay user/patient contacted lifescan alleging the meter displays error 6 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.